Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed final testing due to a leak in the fio2 housing. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party service center and an internal battery not detected and power vbus dropped error code were found in the device's error log. The internal battery was replaced to resolve these errors. The technician also states that an oxygen blending module (obm) valve failure and o2 flow stuff error codes were found. The obm assembly valve was replaced to resolve these errors. A not reportable o2 pressure railed low error was found. The obm assembly valve was replaced to resolve this error. A not reportable cal data and voltage 3vs3 fail and voltage 5vs2 fail error codes were also found. The system printed circuit assembly (pca) board was replaced to address these errors. Additionally, the failed test was confirmed. The issue was traced to a poorly seated o-ring. The o-ring was reseated to resolve the issue. On the original report the evaluation results in section h incorrectly had manufacturing process problem identified listed. It has since been updated to reflect mechanical problem identified.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed final testing due to a leak in the fio2 housing. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party service center and an internal battery not detected and power vbus dropped error code were found in the device's error log. The internal battery was replaced to resolve these errors. The technician also states that an oxygen blending module (obm) valve failure and o2 flow stuff error codes were found. The obm assembly valve was replaced to resolve these errors. A not reportable o2 pressure railed low error was found. The obm assembly valve was replaced to resolve this error. A not reportable cal data and voltage 3vs3 fail and voltage 5vs2 fail error codes were also found. The system printed circuit assembly (pca) board was replaced to address these errors. Additionally, the failed test was confirmed. The issue was traced to a poorly seated o-ring. The o-ring was reseated to resolve the issue. The trilogy evo obm subassembly valve was returned to the product investigation lab (pil) for additional testing. The trilogy evo obm subassembly valve was found to operate as designed without issue when evaluated independently. The section h evaluation results and conclusion coding grids have been updated to reflect the new information regarding the subassembly valve.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed final testing due to a leak in the fio2 housing. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party service center and an internal battery not detected and power vbus dropped error code were found in the device's error log. The internal battery was replaced to resolve these errors. The technician also states that an oxygen blending module (obm) valve failure and o2 flow stuff error codes were found. The obm assembly valve was replaced to resolve these errors. A not reportable o2 pressure railed low error was found. The obm assembly valve was replaced to resolve this error. A not reportable cal data and voltage 3vs3 fail and voltage 5vs2 fail error codes were also found. The system printed circuit assembly (pca) board was replaced to address these errors. Additionally, the failed test was confirmed. The issue was traced to a poorly seated o-ring. The o-ring was reseated to resolve the issue.